Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital after defibrillation therapy was exhausted and did not convert the arrhythmia. External rescue was required. Shock impedance was greater than 120 ohms and then eventually decreased to 80 ohms. The patient has high defibrillation thresholds (dft). The system was explanted and replaced. No additional adverse patient effects were reported.